Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: estimated based on implant occurring 7 years ago.

Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed and a watchman closure device was implanted. More than seven (7) years post index procedure, transesophageal echocardiogram (tee) imaging revealed a 3.1mm leak from the closure device. The physicians decided to perform a scheduled leak repair, and a non-boston scientific device was used to seal the leak. There were no patient complications.